Manufacturer narrative:
A2 - patient age - correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, pump pocket), sepsis, stroke, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on 09 jun 2025 that the death was not considered to be device related, and the device operated as expected. No products were to return for evaluation.

Event description:
It was reported that the patient passed away on (B)(6) 2025 after having had a hemorrhagic stroke on (B)(6) 2025. The site took the patient in for a craniotomy and evacuated the clot and stopped the bleeding and they were initially confident that it had worked. The sepsis was ongoing from the patient's driveline and antibiotics were given that the patient was sensitive to. On (B)(6) 2025 brain stem death was declared, the pump was turned off, and log files were obtained.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.